Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2025 and was treated with insulin pen. The blood glucose level was 430mg/dl at the time of event and was caused by the bent cannula. Patient did not have sufficient subcutaneous tissue where the infusion set was inserted. The symptoms at the time of event were headache and pain. Patient was found positive for ketone and ketone value were 6.5. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008288, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008288 was manufactured according to the work instruction (wi) version 79 and packaging in the machine multivac 12 on 28-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.